Event description:
It was reported that the patient experienced a surging sensation. The patient's stimulation would turn on suddenly. A neurostimulator replacement surgery has been scheduled. Further information is being requested from the hcp.